Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Received a general report from the consumer that during insertion of an unspecified number of tampons, she reported the barrels of the applicators separated from the plungers, leaving one half of the applicator inside of her vaginal cavity. She manually removed the remaining applicator sections and did not seek medical attention. She did not report any adverse health effects.